Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was conducted. Upon review, the reported problem was duplicated. It was determined that the pwa was the root cause. The pwa board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. G2 email is: regulatory.responses@icumed.com.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump had an error code 46510. No patient injury reported.